Event description:
It was reported that during a routine in clinic visit, the left ventricular automatic threshold (lvat) test was unable to be run for this cardiac resynchronization therapy defibrillator (crt-d). Manual threshold measurements were noted to be 1.8 volts at 0.8 milliseconds. Additionally, it was reported that this device and non-boston scientific left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) discussed potential troubleshooting options as well as the option of programming auto threshold tests off. No adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the out of range pacing impedance measurements were noted by a health care professional (hcp) in december 2024. The hcp indicated that the out of range pacing impedance measurements were suspected to be the cause of the lvat being unable to run in this device. Programming changes were made to the lv lead polarity and monitoring has been continued.

Event description:
It was reported that during a routine in clinic visit, the left ventricular automatic threshold (lvat) test was unable to be run for this cardiac resynchronization therapy defibrillator (crt-d). Manual threshold measurements were noted to be 1.8 volts at 0.8 milliseconds. Additionally, it was reported that this device and non-boston scientific left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) discussed potential troubleshooting options as well as the option of programming auto threshold tests off. No adverse patient effects were reported. This device remains in service. Additional information was requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.